Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the access door unexpectedly opens or the endrail cannot latch upright or siderail false latch. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced siderail difficult to raise/lower, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 19 to 18.

Event description:
This report summarizes 18 malfunction events, where it was reported the access door unexpectedly opens or the endrail cannot latch upright or siderail false latch. There was no patient involvement.